Event description:
Patient reported having an inguinal hernia repaired with mesh implant. Patient reported that his mesh is infected with an mrsa and a staph infection, and underwent a 1 month long hospitalization. Patient reported he is receiving antibiotics.

Manufacturer narrative:
Initial reporter stated that the mesh involved in the event is a perfix plug, however, based on the lot number provided, the mesh is a composix mesh. Therefore, we are reporting the device associated with this event as a composix mesh. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Initial reporter refused to provide contact information, therefore, no follow-up can be made. We therefore, consider this report complete to the best of our current knowledge.